Manufacturer narrative:
Micromedics became aware of this adverse event through our distributor, (B)(4), on (B)(6) 2025. This event was reported to the FDA by (B)(4) in (B)(6) 2024, without informing micromedics about the original complaint. Regarding patient information and preexisting medical conditions, nothing further has been disclosed to micromedics. During the investigation of this adverse event, we considered three probable root causes: a process issue, a design issue, or user error. Based on our analysis, user error was deemed the most likely cause. When the device is used as intended, the stylet stopper is unlikely to detach and fall into the patient due to effective design and process controls. The instructions for use (IFU) and tyvek lid provide guidance on assembling all components, using both text and illustrations. Our internal review of the failure mode indicated that user error was likely responsible for the incident. One possible user error that could lead to the stopper detaching is the failure to use all components. If the user does not use the cannula during the device's operation, the stylet stopper may have a higher chance of falling into the patient, as the cannula would not provide a barrier. The device has not been returned for evaluation, and since we cannot confirm whether it was used as intended, micromedics have concluded that user error is the most probable cause. Micromedics will continue to monitor for similar events to ensure the device continues to perform as expected.

Event description:
Micromedics became aware of this adverse event through our distributor, (B)(4), on (B)(6) 2025. The incident happened on (B)(6) 2024, it was reported by a sales representative to (B)(4) that the black nipple from an abs-10053-10, bioxpress graft delivery, came off when injecting. The nipple could not be found, and it was left inside the patient. This was discovered during an acl procedure on (B)(6) 2024. Additional information requested.